Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The touchscreen was tested and the failure was confirmed. Pil found that the touchscreen flex circuit failed resistance testing.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was misalignment in the touch positions. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that there was misalignment in the touch positions. A field service engineer (fse) went onsite to further investigate the issue. A calibration was attempted to resolve the issue but was unsuccessful. The touchscreen was then replaced, and the reported issue was confirmed to be resolved. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.